Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The healthcare professional, via the manufacturer representative, reported that during the procedure it appeared the insulation of the lead came away from the contacts as the boot was being positioned over the connection point between the lead and externalized extension. The issue occurred during an advanced trial procedure and the lead had been implanted and tunneled across to the pocket side as per normal. The lead was connected and screwed to the extension normally as well. As the boot was being pushed across the connection, the part of the lead's insulation came away. The lead was clearly damaged so no troubleshooting was required. The damaged/faulty lead was removed and another lead was implanted without a problem. The issue was resolved. No further information was provided. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Analysis of the tined lead found the outer insulation separated at the butt joint 3.4 cm from proximal end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.